Event description:
It was reported patient undergoing treatment for right knee portraitist lost PICC 24 hours after insertion. During antibiotic infusion via infusion pump, it was observed that medication was leaking inside the sterile dressing. The PICC did not show resistance at any time. Required new access and needed new PICC. PICC inserted to upper limbs. No additional intervention required, no patient harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is unconfirmed as the reported issue could not be reproduced. One 3fr powerpicc sv catheter and a photograph was returned for evaluation. An initial visual observation showed use residue on the returned sample. The returned catheter was flushed and pressurized with a 12 ml syringe of water; however, no leaks were observed. No damage was observed on the returned device. The complaint of a leaking catheter was unconfirmed as no damage or leaks were found in the returned sample. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One photograph of a powerpicc was returned for evaluation. An initial visual observation of the photograph showed the device implanted into the patient. The catheter tubing was observed to be coiled under a clear occlusive dressing. A red liquid was observed leaking under the dressing. No details of the leak site could be discerned in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.